Event description:
It was reported that the customer was hospitalized two times with a low blood glucose level. Cause was not known. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.